Event description:
It was reported that the left ventricular lead exhibited high thresholds at 5v, 0.5 ms. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.